Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump being used for a patient with parkinson's disease may have over delivered due to over-use of the extra dose. It was reported that the patient used the extra dose "in excess" and that the dose programming was "lowered by the neurologist because she was over-medicated." Subsequently a new pump was programed with three hour delay for bolus lockout. No adverse patient effects were reported.